Event description:
It was reported that a malfunction alarm occurred on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any further malfunctions occur.